Event description:
It was reported that during a cardiac ablation procedure, a circular mapping lead was found to be kinked during placement. The surgeon requested the replacement of the kinked circular mapping lead. The procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 2ach20 mapping catheter with lot number 9049470 was returned and analyzed. Visual inspection was performed. The loop was intact with no apparent issues. No damage was observed along with the tip/loop section of the mapping catheter. The pebax tubing was intact with no apparent issues. No damage was observed along with the pebax tubing section of the mapping catheter. The electrodes were intact with no apparent issues. All electrodes exist on the loop section and no cosmetic issue or anomalies were identified. The shaft was kinked approximately 59 inches from the lemo connector. The introducer/ loop straightener was removed from the returned mapping catheter. The lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. The functional test was performed using a multimeter and the mapping catheter was connected to the test cable. The continuity and impedance measurement between the electrodes and the other side of the cable showed the electrode's co ntinuity and impedance to the cable were normal. In conclusion, the kink issue was confirmed during testing and the sheath failed the returned product inspection due to a kink/twist on the shaft and the introducer removed from the mapping catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.